Manufacturer narrative:
This report is submitted on december 26,2022

Event description:
Per the clinic, the tip of the electrode array was found to be folded over into the outer ear canal , resulting in the decision to explant the device. The device was explanted on (B)(6) 2022. There are no plans to re-implant the patient with a new device as of the date of this report.